Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow blocked alarm event on 05-nov-2024. The insulin did not exit the tubing and had resistance greater than normal with plunger push. No further information was available.